Event description:
Four months after initial stimulation, this pt began to experience pain and dizziness with occasional shocks. Her implant center could not find the fault so pt discontinued use of the device. Her problems were recently rediscovered by another hearing center. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.